Manufacturer narrative:
Per the instructions for use (IFU), potential adverse events associated with the overall transcatheter valve replacement (tvr) procedure include thrombus formation, plaque dislodgment, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion, and/or death. It is the natural tendency of the body to form a clot on foreign objects in the vascular space. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous wiping and flushing of the devices to prevent and/or remove the clot. The device training manuals and IFU instruct the operator to administer heparin and maintain the act at = 250 sec. There are multiple etiologies for bowel ischemia/infarction including embolization occurring after device manipulation, balloon valvuloplasty, or valve deployment and these events can result in varying degrees of permanent impairment. Additionally, prolonged hypotension can contribute to decreased bowel perfusion and ischemia potentially leading to tissue necrosis. Per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the overall transcatheter valve replacement (tvr) procedure and the use of the edwards transcatheter heart valve (thv) devices. According to the literature review, and as documented in a clinical technical summary written by ew, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during thv demonstrated that most procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no significant differences in the frequency of late strokes between thv and avr patients. After thv, there appears to be a more considerable proportion of early strokes occurring < 24 h post-procedure, but thv patients with multiple co-morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (pvc) caused or contributed to the embolization of the valve. A definitive root cause of the stroke could not be determined due to limited information provided. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our edwards lifesciences affiliate in canada, regarding a 26mm sapien 3 ultra resilia (s3ur) transcatheter heart valve implanted in the aortic position via transfemoral (tf) approach, the valve was deployed without complications, although mild paravalvular leak (pvl) was noted. A decision was made to post-dilate at nominal pressure. During a left ventricular pacing run at 180 bpm using an non-edwards wire, pacing capture was lost, and a premature ventricular contraction (pvc) caused embolization of the valve into the ascending aorta. Attempts were made to inflate the balloon and maneuver the valve around the aortic arch, but advancement beyond the arch was unsuccessful. It was decided to reposition the valve into the ascending aorta above the sinotubular junction (stj) and expand it in that location. A 29mm commander delivery system (ds) balloon was used with an inflation volume of 8-10 cc however, the valve could not be sufficiently expanded to stabilize within the larger diameter of the ascending aorta. Therefore, the patient was transferred to the operating room for surgical removal of the embolized s3ur valve and implantation of a surgical aortic valve. Patient suffered a stroke at some point and was in aphasic post-surgery and is recovering in hospital.